Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl by the time the paramedics were called. The caller stated that she took off the insulin pump to change the infusion set in the evening, but she got dizzy and the family called the paramedics. It was stated that the customer was not wearing the insulin pump at time of the emergency call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.